Event description:
It was reported that an implanted impella rp flex exhibited low pump flow and suction events that could not be resolved. Additionally, there were high purge pressure alarms. The pump was explanted and a protek duo was used to support the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of low pump flow and high purge pressure has been completed. Product damage (catheter kink) was added based on the returned product. Low pump flow: the data logs show that from about 5/25 there were many suction alarms and the p-level was changed many times to try to combat the suction. The ps was relatively flat and the cvp and pap was trending down from 5/25 till about 6/5. There were no spikes in motor current or significant changes in purge pressure seen during this time. The pump was returned and there were no kinks in the cannula seen or thrombus. Low pump flow was not able to be reproduced. There was a significant kink in the catheter near the motor housing. Based on the clinical details and data log analysis, the root cause of the low pump flow is most likely due to the patients condition. High purge pressure: the data logs show that there were three instances of "high purge pressure" alarms triggered. The first occurrence was on 5/16, where the purge pressure spiked to 1100 over the course of two minutes and then resolved almost instantly. There were no changes to motor current or flow during this time. The next occurrences that had the same pattern were on 5/22 around almost midnight. Throughout support there were many instances of these spikes but they never spiked high enough to trigger more alarms. These instances did not occur around the times of bag/cassette changes. The product was returned and there was no biomaterial in the purge gap. The cassette was seen to have two knots in it which were likely due to packaging of it, as purge flow can not flow through it if there is tied. The pump was purged with the cassette and high purge pressure was not reproduced. A significant kink was seen in the catheter near the motor housing. Likely, the high purge pressure that occurred during the case was due to the kink in the catheter and dependent on it being held in a kinked position, or during times of repositioning or movement. Based on the data logs and returned product, the root cause of the high purge pressure is most likely due to a kinked purge line although the cause of the kinked line is unknown. Product damage (catheter kink): the pump was returned with a kink in the catheter near the motor housing. It is unknown how the kink occurred. The root cause of the product damage (catheter kink) cannot be determined due to lack of clinical details. A2 patient age was erroneously entered on the initial manufacturer device report number 1220648-2025-29622. A4 patient weight was erroneously entered on the initial manufacturer device report number 1220648-2025-29622. A5 ethnicity and race were erroneously selected on the initial manufacturer device report number 1220648-2025-29622. D6a implant date was erroneously entered on the initial manufacturer device report number 1220648-2025-29622. G4 PMA/510(k)number was erroneously entered on the initial manufacturer device report number 1220648-2025-29622.